Manufacturer narrative:
The navio drill part number 101209, s/n (B)(6), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with mechanical component failure inside of the drill motor, therefore causing smoke. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the drill testing in a navio preventive maintenance, it was found that there were fumes coming from the anspach emax 2 plus hand piece - rohs. No case involved; therefore, there was no patient involvement.